Manufacturer narrative:
H.6. Investigation summary: one photo was received for evaluation. The photo depicted a portion of a bd 1ml ll syringe with reportedly a smith needle attached. It was difficult to tell where the reported failure occurred in the photo. It appeared as if a part of the needle hub¿s ear ¿ its rim ¿ was cutting into the inside of the syringe¿s luer thread. The hub was likely being cross threaded. However, it was not possible to evaluate it any further without additional photos or preferably a physical sample. Based on the information available, the reported failure could not be confirmed to be attributable to the syringe manufacturing process. It is possible the needle was being cross threaded during the mating process. Please note this product is sold as a syringe-only 1ml ll product. It is unknown whether there are compatibility issues between the bd syringe and the non-bd needle used, whether there is a user error involved in how the devices were being used or whether prior manipulation of either device played a role. Additional information is required to investigate the incident further. An unmanipulated syringe sample, preferably in its original packaging, and an unmanipulated needle sample in question are required for investigation. Samples (syringe with needle) showing the defect as an example would also be useful for comparison purposes. A device history record review could not be performed as lot number was unknown.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing three occurrences of luer breakage before use. The following has been provided by the initial reporter: material no: 309628 lot no: unknown. It was reported that the syringe broke when attaching the smiths needle. Event description states: it is happening with bd 1ml luer lock 309628. They are using a smiths needle. Right now, they are blaming the needle for breaking the syringe. It has happened 3 times, see below the info they gotten. I am not so sure it is the needle, but could be they are luer locking it too tightly and they tell me they are not doing that. They sent me 4 syringes and needles. I put one of them together and tried to luer on the needle as hard as I could and could not break the syringe. It is happening in 1 office. We use all the items everywhere. I will keep the samples they sent to me. If you want them, I will be happy to keep them. But I do think if you do want them, you need the needles too. Below is the lot numbers of the items. Hypodermic needle-pro edge safety device 25g 5/8 in lot# 3804544, exp: 04/08/2024.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 1ml ll w/o dn has been found experiencing three occurrences of luer breakage before use. The following has been provided by the initial reporter: material no: 309628, lot no: unknown. It was reported that the syringe broke when attaching the smiths needle. Event description states: it is happening with bd 1ml luer lock 309628. They are using a smiths needle. Right now, they are blaming the needle for breaking the syringe. It has happened 3 times, see below the info they gotten. I am not so sure it is the needle, but could be they are luer locking it too tightly and they tell me they are not doing that. They sent me 4 syringes and needles. I put one of them together and tried to luer on the needle as hard as I could and could not break the syringe. It is happening in 1 office. We use all the items everywhere. I will keep the samples they sent to me. If you want them, I will be happy to keep them. But I do think if you do want them, you need the needles too. Below is the lot numbers of the items. Hypodermic needle-pro edge safety device 25g 5/8 in. Lot# 3804544, exp: 04/08/2024.